Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the right atrial lead exhibited high capture threshold and high impedance. It was noted that the patient might suffer from twiddler syndrome. The lead was capped and replaced. The patient was in table condition.